Event description:
It was reported that the device sparked.

Manufacturer narrative:
Alleged failure: cib julia, asr, sparked. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause is the rf board due to possible user misuse. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device sparked.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.